Event description:
It was reported by the customer that their insulin pump was alarming and resetting itself. Customer states the alarm did not occur during the rewind or priming process. During troubleshooting, customer was asked to remove the reservoir from the device an attempt the rewind process again. Next, customer was asked to enter bolus and verify. Customer stated a basal rate was never entered into the device prior to alarming. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed failed self test due to faulty remote frequency board during self test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.